Event description:
A report was received that the patient was experiencing difficulty charging and discomfort due to pocket site was too shallow. The patient underwent a pocket revision, during which, the physician moved the ipg deeper into the buttock. The patient was doing well following the procedure.